Event description:
It was reported by the affiliate that the (1) 511st was used during a laparoscopic nissen procedure. It was reported that the rubber seal tore. The case was completed with another device. There was no pt consequence.